Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with non-sustained oversensing episodes on their implantable cardioverter defibrillator. Programming changes recommended. Patient condition was stable.